Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that micro air bubbles formed inside of a vented solution set. This occurred during priming. There was no patient involvement. Additional information was requested and is not available.